Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported that the customer's insulin pump was giving incorrect bolus estimates when using the bolus wizard. The customer¿s blood glucose level was unknown at the time of the incident. The caller had reviewed the settings with the doctor and they were correct. Troubleshooting was not completed as the caller declined. The product will not be returned for analysis.